Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There was no harm to the patient and the shunt remains implanted. No further information is expected.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. A sample was not returned because the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. No further information is expected. Zip code is not indicated at this time. (B)(4).